Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced hyperglycemia treated with an insulin pump (subcutaneous insulin infusion). The customer reported a blood glucose value of 210 mg/dl and a current blood glucose value was149 mg/dl. The customer reported the following led up to the event that the customer replaced the battery and blood glucose was high document treatment for high blood glucose use the pump. The event involved product(s) mmt-342, mmt-1884l, mmt-7040a, mmt-431a. The customer was using the insulin pump system within 48 hours of the reported event. The customer was using the auto mode/smartguard feature at the time of the event. The customer reported receiving a power loss alarm and the pump battery depleting too fast. The current battery has been in the pump for at least 1 hour. The customer received another alarm after replacing the battery. The customer reported high blood glucose. The customer has been using the insulin pump system within 48 hours of the reported high blood glucose event. The customer declined to continue with troubleshooting. No further patient complications were reported. No product return is required for mmt-342. Mmt-1884l was requested and the customer response was the device will be returned. No product return is required for mmt-7040a. No product return is required for mmt-431a.

Manufacturer narrative:
The pump passed the active current test, sleep current test, displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test and self-test. Successfully downloaded history files and traces using thump. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. No alarms or alerts noted during testing, however, power loss alarm on (B)(6) 2024 06:12:13.000, low battery alert on (B)(6) 2024 16:49:01.000, replace battery alert on (B)(6) 2024 02:20:00.000 and replace battery now alarm on (B)(6) 2024 02:51:00.000 were found in the history files. Pump was cut open to perform visual inspection and found moisture damage on the pcba 1 and force sensor. P-cap locks properly into the reservoir compartment. The following were noted during visual inspection: corroded battery tube, scratched case, stained keypad overlay and pillowing keypad overlay. Charge/battery lasts less than expected was not confirmed. Unexpected battery power loss was not confirmed. Unable to confirm high bgs. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.